Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg was inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. In an update, it was reported the patient had the ipg and lead replaced on (B)(6) 2024. The patient needed to get an MRI and her current lead was not MRI compatible. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2024. The lead was also explanted and replaced to provide MRI capabilities.